Event description:
(B)(6) complaint handling unit reported a cap fell apart. On the proximal femoral nail antirotation system removal, the surgeon used the handle and attached it on the blade, but could not attach it smoothly. The surgeon tried to turn the handle for cw direction for a while, and confirmed that this was connected completely. He then used the sliding hammer to hit the blade out, but the end cap of the blade was off. The surgeon was obliged to use the chisel to break the gone growth, and nipper to pull the blade out.

Manufacturer narrative:
(B)(4): device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed. (B)(4): placeholder.